Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was capped due to loss of sensing. No patient symptoms were reported. No additional information was available.